Manufacturer narrative:
Intraocular pressure (iop) above baseline is identified in the labeling as a known potential adverse event following icl implantation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential advertisement following icl implantation. Claim # (B)(4).

Event description:
A journal article titled 'comparative outcomes and indications of phakic implantable collamer lens (icl) exchange or explantation in keratoconus versus non-ectatic eyes at a tertiary eye hospital in iraq', reports excessive/low vault, cataract, elevated iop, and over/uncer corrections. Lens exchanges and explants were performed.